Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an erroneous incompatibility message. Data was received but not investigated as the root cause was determined to be an issue of data transfer between two servers. The issue was identified and has been resolved. No injury or medical intervention was reported.

Event description:
It was reported that there was an erroneous incompatibility message. Data was received but not investigated as the root cause was determined to be an issue of data transfer between two servers. The issue was identified and has been resolved. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).